Manufacturer narrative:
Field service engineer troubleshot the x-ray and imaging system and found problem to be cables on the camera control system were disconnected. The unit is designed to not allow fluoro exposure when this type of issue is detected. Fse reconnected cables and the system tested and verified in accordance with hut systems installation and service manual. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): customer reports, the urology system fluoro failed during the procedure, which had to be cancelled and rescheduled for another day. They do not have a back up room. No reported injury.